Event description:
It was reported that during implant of lead, acceptable sensing values could not be obtained. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.